Event description:
It was reported that following a revision (please refer to MFR report # 3004209178-2014-00371 for the revision) they were updating the pump and got the broken programmer symbol but did not see what code or message was given. It was stated that the pump had gone into stopped pump mode from the telemetry disruption and they reprogrammed it. Reporter indicated that after trying again, the programming all looked correct and she was able to update appropriately. It was later reported that the pump was stopped for 8 minutes prior device troubleshooting; cause of the telemetry error was not known. They re-entered all the data and had the surgeon update the pump again. There were no telemetry issues the second time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: unknown, implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).